Event description:
The patient reportedly experienced swelling and developed an infection at the implant site. The patient was hospitalized for (B)(4) infection and is currently being treated with intravenous antibiotics (type unknown). Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.